Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked, pump rejected batteries, scratches on screen, battery life diminished, lost setting. The customer reported no adverse event. The event involved product(s) mmt-213a, mmt-1884l, mmt-332a, mmt-7333. The troubleshooting was not performed. Customer was using the own drive to save the data of the pump and not using the carelink. Customer reported past alarm event and issue was resolved. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-213a. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on 24-mar-2025. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces on 24-mar-2025. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 3.0 received the lowbatteryalert (104) on 04/16/2025 23:18:00 after more than 7 days at 17.79 days. Battery cycle 2.0 received the lowbatteryalert (104) on 03/30/2025 03:25:00 after more than 7 days at 18.18 days. Pump alarmed no delivery alarms on the event date of 24-mar-2025 in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. No delivery/occlusion alarm was not confirmed during testing. Failed battery test was not confirmed during testing. Cosmetic damage was not confirmed at the screen. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No current code/category was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.